Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. In 2001, pt's blood glucose was 6.3, 6.0, 9.6 and 23.3 mmol/l. Tests were done 10 minutes apart, pt did not exprience any adverse events. No further info has been reported.